Manufacturer narrative:
(B) (4). (B) (4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed

Event description:
Device malfunction: no marking. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the prostar xl device, attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, no arterial flow was seen through the maker lumen. The physician repositioned the device several times; however, no arterial flow was seen. The device was removed and hemostasis was achieved using a second prostar xl device. There were no reported pt adverse effects. No additional information was available.